Manufacturer narrative:
Run-in was performed but the reported complaint was not duplicated. Log of 110b cbit (proximal pressure sensor autozero failed/continuous built-in tests) was confirmed in the diagnostic log. Data acquisition board and solenoid valve were replaced as recurrence prevention.

Manufacturer narrative:
(B)(6).

Event description:
The international customer reported proximal pressure sensor error occurred. Also proximal pressure line disconnect alarm occurred frequently. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Data acquisition (da) board was received at the v60 vent manufacturing facility for evaluation. Visual inspection of the da board revealed no evidence of damage or contamination. The da board was installed in a test ventilator in an attempt to duplicate the reported problem. The test unit passed the pressure accuracy test and no failures were identified. The root cause for the occurrence registered in the customer's unit diagnostic log of proximal pressure sensor autozero failed could not be determined.